Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and was experiencing high blood glucose levels. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the insulin does not push through. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the displacement test and rewind and basic occlusion test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.